Event description:
It was reported that noise leading to oversensing was observed on the right atrial (ra) lead. Abbott technical support was contacted and recommended reprogramming. Lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences.